Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain via a manufacturer¿s representative (rep). The rep reported that the patient experienced a power on reset (por). The rep reported that the patient felt a pop as she ¿turned funny¿ and her life alert base was in close proximity when her stimulation stopped. The rep reported that they cleared the 0x400 por with the clinician programmer and checked impedances which were within normal limits. The rep reported that the patient was experiencing stimulation in her desired area. The rep reported that the issues resolved. No further complications anticipated.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.